Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
A healthcare worker reported inflammatory exudation of a pupil following an intraocular lens (iol) implant procedure. Symptoms improved following anti inflammatory treatment. The lens remains implanted.